Event description:
Boston scientific crm received information that one day post implant this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead were exhibiting high out of range pacing impedance measurements greater than 2000 ohms and some low level noise. The noise was able to be reproduced by laying the patient on their side. A revision procedure took place. As soon as the physician removed the device from the pocket, the low level noise disappeared. A tug test was performed which verified the device connections. The lead was removed and tested through the pacing systems analyzer (psa). All measurements were within normal range. The lead was reconnected to the device and put back into the pocket. Measurement remained within normal range. The physician planned to leave the system implanted and monitor the patient. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, the event will be updated.